Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #30. Primary stability was achieved. Osseointegration was not achieved. An infection and mostly pain were involved in this event. The clinician states that he removed the implant and successfully placed another implant at the time of removal. The implant was removed on (B)(6) 2012. Medical history: no significant findings.